Event description:
It was reported that when inserting the wire, the wire became trapped in the vessel. The doctor tried to retract it without success. After different attempts, he was able to extract it with the help of a microstick peel away. When inspecting the guidewire tip, it appeared frayed.

Manufacturer narrative:
Record review, dimensional measurements. One guidewire and one introducer were returned for evaluation. A visual examination of the wire revealed that the coiled tip is unraveled. The undamaged section of the wire was measured and found to conform to the dimensional specifications. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. We are unable to determine the cause or factors which may have contributed to this event; however, it appears that the device was stressed beyond its design capabilities. The instructions for use contain the following, "do not advance the guidewire or catheter if unusual resistance is encountered. Do not insert or withdraw the guidewire forcibly from any component. The wire may break or unravel. If the guidewire becomes damaged, the introducer needle or sheath/dilator and guidewire must be removed together."